Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed in the pcu event log. The pcu event log shows that the pump module was programmed at 2:08 pm on (B)(6) 2018 to infuse nicardipine 40mg/200ml at a rate of 25ml/hr (dose = 5mg/hr) with a vtbi of 180ml, and was channeled off at 2:20 pm as was reported. Between 3:17 pm and 6:31 pm the device was used to infuse acetaminophen wt above 49.9kg 1000mg/100ml at a rate of 400ml/hr; propofol 1000mg in 100ml at 19.5ml/hr, a basic infusion at 300ml/hr; and another basic infusion at 10.4ml/hr. The volume recorded as being infused during this period was 200.342ml. Functional testing found the pump module was delivering fluid within specification. There were no leaks or other anomalies observed with the primary set. The root cause of the overinfusion appears to be user programming. The customer reported that the bag and tubing were left in the pump until approximately 1600, and found empty at 1800; additional infusions were programmed on the device during that time.

Event description:
The customer reported that nicardipine (40mg/200ml) was programmed at 1409 to infuse at a rate of 5mg/hr. Due to an unspecified change in the patient's condition the infusion was stopped at 1420. The bag and tubing were left in the pump and connected to the patient. At approximately 1600 the bag and tubing were removed from the device; however, the tubing was still connected to the patient. It is unknown how much fluid was left in the bag at that time; however, at approximately 1800 the bag was noted to be empty. There was unspecified intervention required to normalize the patient's blood pressure.